Manufacturer narrative:
(B)(4) (lumbar spondylosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with lumbar spondylosis, l4-l5 and underwent: anterior lumbar interbody fusion, l4-l5; posterior lumbar fusion with pedicle screw instrumentation, l4-l5. As per op-notes , ".. An 11 mm femoral ring cage with synthetic bone and rhbmp in the center was placed between the end plates of l4 and l5. Excellent positioning was confirmed by fluoroscopy. Using a series of dilaters, 5.5 x 15 mm pedicle screws were placed bilaterally at l4 and l5. 35 mm rods were placed across the pedicle screws and locked into place .. ¿. On (B)(6) 2008: the patient had previously undergone an anterior-posterior fusion . The patient was preoperatively diagnosed with lumbar spondylosis, l4-l5 and underwent following procedures: removal of pedicle screw instrumentation bilaterally at l4-l5; evaluation of lumbar fusion; arthrodesis of facet joints and transverse processes of l4-l5; placement of synthetic bone graft material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.